Manufacturer narrative:
One 3i t3® tapered implant 5/4 x 11.5mm packaging (bopt5411) was returned for investigation. Visual inspection of the as returned product identified that the outer box tamper label was broken and that the inner box lid is breached. There is no implant or carrier within the inner box. The device is not indicated to have been used on a patient. The reported event could not be recreated due to the nature of the dental device and event (packaging event). DHR review was completed for the subject lot number 2018061717. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018061717) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (missing components) or product (bopt5411). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The most likely cause of the event is handling of the packaging outside of zimmer biomet control, as the above risks are associated with the packaging process, and review of the product final inspection revealed that all inspected product passed inspection. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier: not provided. Age: not provided. Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that during procedure, implant box was opened and no implant was found inside the package. Customer claimed that the seal and sticker were in perfect condition. No impact to the patient was reported.